Manufacturer narrative:
The date of this report - represent when distributor was notified. Date recieved by manufacturer - represent date when the distributor provided the information to livanova. (B)(4). We acknowledge late reporting of this event since this case was reported late by distributor on (B)(6) 2016. This report was submitted on webtrader on feb 18, 2016 but the acknowledgement#2 and #3 were not recieved. The help desk was contacted and we were asked to re-submit the report. Please see attached help desk ticket.

Event description:
The distributor was notified on (B)(6) 2015 that a mitroflow valve was explanted due to aortic stenosis and moderate aortic regurgitation. Calcific aortic bioprosthesis with gradients maximum / average = 100/60 mmhg; ava 0.5 - 0.6 cm2 . Moderate aortic regurgitation.